Event description:
On (B)(6) 2013 it was reported that the vns patient has a lead break. It was stated when the patient met with the physician, high impedance was observed during system and normal mode diagnostics. The patient was referred for a full revision surgery. The manufacturing records of the lead were reviewed and it met all specifications prior to distribution. Good faith attempts for further information from the physician have been made but no additional information has been received. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received when it was reported that the patient underwent a full revision surgery on (B)(6) 2013. Good faith attempts for the explanted products were made but the explanted lead and generator have not been returned to the manufacturer to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed device met all specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.